Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the sutures were difficult to handle. Suture are less fluid and the long-term tension retention is lower than what was used before. No patient involvement.